Manufacturer narrative:
The reason code for no evaluation has been corrected. The following information has been corrected: d.3. Reason code for no evaluation: other.

Event description:
It was reported that 50 syringe 5ml ll 21ga 1-1/4in ptk 5 experienced incorrect expiration date labelling. The following information was provided by the initial reporter: the expiration date of the certificate did not coincide with the expiration date of the label (box), this was presented with the product code 308617 with lot number 8255795.

Manufacturer narrative:
(B)(6). Investigation summary: no physical sample of the client is received, only photographs where the certificate of conformity and the physical product are observed, do not present the same production date and expiration date. It is observed in the photograph that the collective box indicates the expiration date 09/2023 but this does not correspond with the certificate of conformity that indicates 2023/11/11. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. The investigation was carried out with the personnel involved in the release of the batch, confirming the event of the certificate with erroneous date on the expiration, this was due to that when planning emits the production order the system calculates in automatic the date of expiration date based on the scheduled manufacturing date, however this may vary according to the progress of the production program, so when issuing the certificate of conformity in the system you have to place the actual manufacturing start date and expiration date. It should be noted that product labelling at all levels is correct with respect to the manufacturing date and product life-time. So the error is only at documentary level on the certificate. Corrective action include generating certificate of conformity with correct dates.

Event description:
It was reported that 50 syringe 5ml ll 21ga 1-1/4in ptk 5 experienced incorrect expiration date labelling. The following information was provided by the initial reporter: the expiration date of the certificate did not coincide with the expiration date of the label (box), this was presented with the product code 308617 with lot number 8255795.